Event description:
(B)(4).

Manufacturer narrative:
The event occurred in portugal during patient treatment. It was reported that the rotaflow unintentionally shut down when used in battery mode. The rotaflow console was reconnected to ac power and treatment continued as intended, with no consequences for the patient. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge service technician and the technician was able to confirm the reported failure. The battery pack with fuse (article number 701017188) has been replaced. The root cause for the reported failure could be determined as the battery pack has reached the end of its useful life time. After the replacement the device is working as intended. Based on the investigation results the reported failure could be confirmed. A review of non-conformities was performed on 2023-12-15, and during the time from 2019-02-12 to 2023-12-11 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced on 2019-02-12. In order to avoid reoccurrence of the reported failure "pump stop due to battery life due", the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in portugal during patient treatment. It was reported that the rotaflow would unintentionally shut down while being used in battery mode. No further information has been provided. Additional information has been requested but is still pending. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.